Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced high blood glucose readings reported at 401 mg/dl while using an ilet pump and entered four meal announcements in a short period, three of which were not associated with food intake, and a bent cannula (reported on a separate case) was identified as causing inadequate insulin delivery; education was provided by customer care agent to avoid ghost meal announcements to prevent insulin stacking. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface insofar as it allowed multiple meal announcements that contributed to insulin stacking risk. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that caused or contributed to the event.